Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified and found a duplicated entry from the keypad. The device was found out of specification in relation to the reported symptom of inoperable keypad which were verified during evaluation. Inoperable keypad found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an inoperable keypad. There was no patient involvement. No additional information is available.